Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not returned for analysis, however, performance data was collected from the device and has been analyzed. Std review: high resistance/impedance: 3 - patient alerts for rv pace lead z between (B)(6) 2012 03:00:03 and (B)(6) 2012 03:00:04. Weekly pace lead impedance log data shows an abrupt increase for max v pace = 736 to 16382 ohms range between (B)(6) 2012. Oversensing: 39 - ventricular nst <=210 mson (B)(6) 2012 in the timeframe between 07:44:20 and 09:16:54. Interference/noise: ventricular short interval count v-sic=1575.4 counts avg/day, in 20.3 days, between (B)(6) 2012 10:21:54 and (B)(6) 2012 16:18:05. The proximal segment of the lead was returned and analyzed. The outer insulation exhibited bilumen tubing voids and a cosmetic depression. Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances, oversensing, and noise. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.